Manufacturer narrative:
PMA 510k#: k142688. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c of lot number: c1929892 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the echo-hd-3-20-c device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c1929892. Instructions for use and label: the notes section of the instructions for use (ifu0077), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information as the device was not returned for evaluation. A possible root cause could be attributed to the device being used in a tortuous position that caused the needle to kink. Another possible root cause is that the distal part of the needle was kinked due to device handling when the needle was outside the patient during the process of removing the specimen after the first pass or due to the endoscope being used in a flexed or twisted position. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, the needle kinked while using midway of the procedure. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to the device being used in a tortuous position or that caused the needle to kink. Another possible root cause is that the distal part of the needle was kinked due to device handling when the needle was outside the patient during the process of removing the specimen after the first pass or due to the endoscope being used in a flexed or twisted position.

Event description:
Supplement report being submitted due to the completion of the investigation on 19-jun-2023.

Event description:
Dr. (B)(6) claimed that the needle kinked while he was using midway of the procedure. The needle cannot be retrieved inside the device. Only first time pass was successful & biopsy collected. This occurred during the second pass. The device was removed from the scope, the procedure was completed by using competitor's needle and it was successful. No adverse effect on the patient.

Manufacturer narrative:
510 k # - k210476. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.